Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 71.1cm from the hub and appears to have been kinked prior to separation. Microscopic examination revealed no additional damages. There is blood in the tip and on the balloon folds. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery (lad). A 3.50mm x 8mm emerge was used but the medial shaft broke at about 15cm from the hub. The procedure was completed successfully with another of the same device. Nothing was left inside the patient and no patient complications were reported in relation to this event.